Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator showed 2 episodes of electromagnetic interference causing 8 seconds of pacing inhibition. The patient was dependent and did not exhibit any symptoms. Pocket manipulation was done and no noise was replicated. Patient was stable.